Manufacturer narrative:
The valve was patent. It met the specifications for siphon, reflux, pressure flow and pre-implantation testing. However, it did not meet the specifications for leak testing due to a tear in the proximal end of the valve. It is unknown how or when this damage occurred. There was proteinaceous debris observed in the interior and exterior of the device. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that intra-operatively, after implantation, a leak was noticed from the proximal part of the reservoir. According to the report, a back-up valve was available and was implanted with no issue. The report stated that there was no impact to the patient.